Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 216741260, was returned and analyzed. Visual inspection of the needle showed that no issue was identified. The reported skiving issue could not be confirmed through testing; however, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the brockenbrough needle, ep003994s with lot number 216741260, was returned and analyzed. Visual inspection of the needle showed that no issue was identified. The reported skiving issue was not confirmed through visual inspection of the product. The needle passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency procedure, the needle scratched the sheath during the trans septal puncture. The needle and the sheath were both replaced with resolve. The case continued and was completed with radiofrequency. No patient complications have been reported as a result of this event.